Event description:
It was reported that while stimulation was turned on, the patient felt a "tingly feeling" on the right side of his body and his eyes, which initially started three months ago. It occurred once at that time and then did not occur again until (B)(6) and (B)(6). Due to the shaking and tingling on the right side of the body, the patient shut stimulation off. He had not had any reoccurrences since stimulation was shut off and there had been no falls or trauma. The patient was at the clinic and when the hcp (health care professional) turned stimulation on, the patient had some "incredible grimaces", so it was turned off. Before he turned stimulation off, the patient was not getting much for tremor relief, and the tremor was worse on the right side. With stimulation off, the patient's tremor was not as bad as it was prior to having surgery. It was noted that the patient felt a zapping sensation when he raised his arm. It was also reported that impedances were measuring greater than 4000 ohms and current less than "15" amps. The battery was at 2.3 volts. The patient had been programmed to: c+2-1-, 2.3v, 120us, 185hz; 6+5-, 4.2v, 120us. Impedances run at 3v, 210: c0, 1 and 2 were all 931 ohms; c3=693 ohms; 01, 02, 03 were all 1406 ohms; 12=931 ohms; 13=1406 ohms; and 23=931 ohms. An impedance test at 3.5v had similar results: c0, 1,2,3 were all 812 ohms; 01=1090 ohms; 02=1644 ohms; 03=?; 12=1090 ohms; 13=1090 ohms; and 23=812 ohms. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 7436, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
Follow up from the health care provider reported, the cause of the event was end of battery life. It was noted all impedances were normal. It was noted replacement was planned but was cancelled by patient because a pre-op x-ray revealed an unrelated medical problem. Signs and symptoms associated with the event included tingling and paresthesia. It was also noted, the unit turned off and the symptoms resolved. There was no injury to the patient.